Event description:
It was reported there was a problem with trauma next generation trochanteric fixation nail system (tfna) parts when 3.2 guide wire was coming out from the step drill. It was also reported that some bone bound up on the threads which may have caused the guide to become stuck in the step drill. The event occurred intraoperative with a reported surgical delay of twenty (10) seconds. Patient/status outcome was successful. Additionally, it was reported that the guide wire also appeared to be bent and advanced into the femoral head, while coming out with the step drill. A back-up guide wire was used to complete the surgery successfully. Surgery was performed for hip fracture. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not reported. Original implant date (B)(6) 2015. Device is an instrument and is not implanted/explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.